Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a rewind anomaly. The customer¿s blood glucose was unknown at the time of the incident. The customer reports insulin pump stopped working holding down act to fill tubing and it did not allow seeing drops, cuts it off. The customer states changed battery and it wouldn't confirm if the drops were seen, but the insulin was exiting from the tubing, lost insulin while doing. The customer did troubleshoot the issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed the stop current test, run current test and displacement test. Unable to confirm prime anomaly or perform the self test, unexpected alarm error test, off no power test, prime test, occlusion test and no delivery test due to compromised forced sensor alarm. Pump had cracked case at display window corners, battery tube threads, reservoir tube lip, minor scratched display window and missing end cap sticker.